Event description:
Attorney alleges that the patient underwent umbilical hernia repair surgery with ventralex hernia patch on (B)(6) 2013. It was alleged that the patient underwent recurrent umbilical hernia repair and multiple ventral hernia repairs, lysis of adhesions of the omentum that were adherent to the anterior abdominal wall and to the old mesh, and removal of the umbilical mesh on (B)(6) 2022. As alleged, the patient experienced additional surgical intervention, adhesion, disability, recurrence and chronic abdominal pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including disability, hernia recurrence, adhesions, abdominal pain and device explant. The instructions-for-use supplied with the device list adhesions, pain and hernia recurrence as possible complications. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.